Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe barrel was found cracked in the packaging before use. The following information was provided by the initial reporter: "customer reported cracked syringe in the packaging."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. The syringe was found damaged/deformed in the packaging and is not usable. Per guidelines, this is not considered to be a reportable malfunction. H3 other text : see section h.10.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe barrel was found cracked in the packaging before use. The following information was provided by the initial reporter: "customer reported cracked syringe in the packaging."